Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 7cm and 8cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h11.

Event description:
It was reported, ¿PICC-line was placed on patient on (B)(6) 2022. Uncomplicated procedure. Fixated with securacath. Patient is treated from home, and the home nurse contacted the hospital after a period over 2 weeks where they had observed a small leakage from the insertion site. On january 5th, they contacted the hospital who placed the catheter. The PICC-line was removed from the patient, and they discovered a hole in the catheter of about 7 cm from the insertion site. Leakage from hole in catheter during use.¿ no other information was provided.

Event description:
It was reported, ¿PICC-line was placed on patient on august 15th 2022. Uncomplicated procedure. Fixated with securacath. Patient is treated from home, and the home nurse contacted the hospital after a period over 2 weeks where they had observed a small leakage from the insertion site. On january 5th, they contacted the hospital who placed the catheter. The PICC-line was removed from the patient, and they discovered a hole in the catheter of about 7 cm from the insertion site. Leakage from hole in catheter during use.¿ no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, ¿PICC-line was placed on patient on (B)(6) 2022. Uncomplicated procedure. Fixated with securacath. Patient is treated from home, and the home nurse contacted the hospital after a period over 2 weeks where they had observed a small leakage from the insertion site. On january 5th, they contacted the hospital who placed the catheter. The PICC-line was removed from the patient, and they discovered a hole in the catheter of about 7 cm from the insertion site. Leakage from hole in catheter during use.¿ no other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC placed with ECG confirmation and dressed straight along the patient¿s arm, antibiotics infused; probably other meds as well but not known, discovered by leakage from the insertion site internal/ inside the patient at the 7cm mark. No xray imaging available.